Event description:
It was reported that during insertion, a fracture in the needle hub was found but no damage to the cannula was reported. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
Qn#: (B)(4).